Event description:
Boston scientific received information that a red alert was generated for this system due to pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, the rv threshold measurements had increased and intermittent noise was noted which was oversensed resulting in pacing inhibition. Fluoroscopy did not show conclusive evidence of a lead fracture. A revision procedure was performed and the rv lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains in service and the rv lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.